Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument would not move correctly. The instrument was replaced during the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a dislodged yaw cable crimp at the base of the yaw pulley. The dislodged cable crimp caused the instrument to move imprecisely (normal, but non-exact motion within joint limits and in the expected direction, when commanded (only when the hand controls move)). Expected or random component failure without design or manufacturing issue. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.